Event description:
The customer was getting a full segment display when trying to utilize the up and down buttons. They stated that the pump had not been dropped or exposed to moisture. The button pushing technique was verified and confirmed correct. Customer's family member also stated that although they didn't fall for this reason they wanted to inform the co that the reservoir door had opened and the customer was infused with insulin.